Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder stabilization procedure, the bioraptor knotless anchor was deployed as per protocol. When removing the inserter it was noticed that a piece of metal from the inserter dislodged onto the labrum. The piece of metal was removed arthroscopically. There was a 5 minute delay in the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported bioraptor knotless suture anchor, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the shaft of the inserter broke during anchor insertion. An exact root cause cannot be determined with confidence with the limited clinical information provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Excessive force placed on the inserter during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
H10: d10, g4, h2, h3, h6. The reported bioraptor knotless suture anchor, used in treatment, has been returned for evaluation. Only the inserter was returned for examination. Visual assessment of the inserter confirmed the reported complaint of breakage. The distal end of the inner shaft has broken off and was not returned. Dimensional assessment of the inner shaft found it met print specifications. An exact root cause cannot be determined with confidence with the limited clinical information provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Excessive force placed on the inserter during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.